Event description:
Pt has used bd syringe/needles for 8 to 10 yrs. Within the last 6 mos. The bd disposable syringe/needle 29g 1/2" 1cc. The needle has grinding marks on it, and the needle is rough. Pt called MFR and they would not look into this. Pt feels this is quality control and wants this reported to FDA.